Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). There was blood in the wire lumen. The balloon was loosely folded and the stent was not returned for analysis. There was no damage to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 6.0mmx18mmx150cm express® sd renal/biliary stent was selected for use. Upon opening the package, it was noted that the stent was dislodged from the stent delivery system balloon. The device was never used inside the patient. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 6.0mmx18mmx150cm express sd renal/biliary stent was selected for use. Upon opening the package, it was noted that the stent was dislodged from the stent delivery system balloon. The device was never used inside the patient. The procedure was completed using another of the same device. No patient complications were reported.